Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va04zvx. Product type: lead. (B)(4).

Event description:
It was reported that during an implant procedure when the lead and ins were connected impedances were tested and one electrode came back over 4 ,000 ohms. The hcp disconnected the lead, wiped it down, and reconnected the components, but all electrode pairs were over 4,000 ohms. It was noted that the lead was tightened with screws in the connector block, but the lead appeared to be coming out of connector block, and the hcp decided to try a different ins. See MFR. Rep. # 3004209178-2013-03559 for patient outcome.

Manufacturer narrative:
Analysis of the lead, lot #va04zvx, found abnormal impedances prior to decontamination. After decontamination impedances came back normal. The root cause was not determined, but it was assumed that a foreign material was present on the distal end contacts resulting in a poor connection and higher than normal impedances.

Manufacturer narrative:
(B)(4).